Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The system was rebooted and functioned normally. The system was tested and found to be working as intended and put back into service.